Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately one week post implant procedure they experienced heat and blistering at the pocket site. It was further reported that the patient experienced a hematoma. The hematoma was evacuated. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.